Event description:
Boston scientific received information that this tachy device and right ventricular (rv) lead system exhibited high, out of range, pacing impedance measurement of greater than 2,000 ohms as detected via remote patient monitoring system. During a scheduled follow up appointment, the same result was observed via isometrics and lots of atrial tachy response (atr) events with noise noted. Hence, lead fracture was suspected. The physician planned to do a revision but there is no specific schedule yet. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.